Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the crack in the haptic/optic junction was observed, the iol was still implanted. Additional information has been requested.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of crack at the haptic/optic junction. Therefore; the condition of the product could not be verified. A video of the surgery and photo of the implanted lens are attached to the parent file and have been reviewed by the investigation site. The video shows a mark on the lens at one of the haptic/optic junctions. The exact details of what that mark is cannot be determined from the video. The photo is blurry, and details of the lens cannot be confirmed. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).